Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven days following the implant of this transcatheter bioprosthetic valve, cerebral infarction was confirmed. It was reported that the cerebral infarction was possibly related to the device. No treatment was reported. Eight days later, it was reported that the cerebral infarction was resolving. No additional adverse patient effects were reported.